Event description:
A peritoneal dialysis (pd) pt reported a drain issue during treatment. The pt remained asymptomatic: last fill volume: 160ml; drain: 3200ml. On (B)(6) 2014, the pt experienced an episode of increased intraperitoneal volume (iipv), when he performed a manual drain in the morning and 3200 ml of effluent was expressed from the pt's peritoneal dialysis catheter. The pt's last fill volume was 1600ml. The reported drain volume of 3200ml was 200% over the expected drain volume, which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A large intra-peritoneal drain volume occurred during a manual drain, the morning after the last fill volume. The case of the large drain volume is unk. There was no adverse event associated with this reported large drain volume. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance département has reviewed medical records and investigations are pending.